Event description:
It was reported that during a routine fitting, testing was carried out which confirmed that the device has malfunctioned. The patient is still able to hear with his device; however, the patient's father insists on waiting for a more clear failure, e.g the patient is no longer able to hear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.